Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the footswitch was not working during a procedure. The surgery was concluded following an exchange of the footswitch and 10 minute delay. No pt injury or harm reported.